Event description:
It was reported that pump touchscreen intermittently froze and did not respond to customer input, preventing normal interaction with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer performed multiple pump resets without lasting improvement, cts guided additional reset attempts and follow-up checks, and when screen continued to freeze, cts arranged replacement pump, confirmed shipping details, instructed customer on storage mode, transferring pump settings, connecting cgm, returning problematic pump, and using backup insulin pump to maintain insulin delivery.